Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing had a leak and separated while total parenteral nutrition was infusing. The set and sterile field was maintained and a tubing was setup. The event occurred in newborn ICU. Although requested, additional information was not provided.